Manufacturer narrative:
The sample is not required. This is a user error. There are no further measures to be taken relative to this matter. Renal prod surveillance, qual engineering and plant mfg will continue to monitor this prod line and take corrective / preventative action as appropriate.

Event description:
A home pt (hp) contacted baxter's technical svc ctr regarding the homechoice (hc) machine in drain 4/5 cycle. The hp reported that he had cut the drain line, the drain volume was 1ml. The hp wanted help ending therapy. Per initial report, baxter's technical svc rep (tsr) assisted the customer in evaluating and resolving the alarm during the initial contact. The tsr helped caller end therapy per caller's request. The hp thought therapy was over and cut drain line to remove supplies. The tsr told caller to contact rn regarding any missed therapy and cutting drain line. Hc operational. No pt injury or medical intervention was indicated at the time of the initial report. The nurse was contacted by prod surveillance and informed regarding the pt cutting the drain line. The nurse was aware of the incident and said that the elderly pt kept a knife under his pillow and occasionally woke up confused and cut the lines. They had repeatedly informed him not to cut the lines but the pt continued to do so. The pt was given antibiotics repeatedly to prevent infection.